Event description:
It was reported that while performing a non-navigational right - sided atrial flutter procedure there was a steam pop and the patient suffered pericardial effusion. As the physician attempted to perform pericardiocentesis the patient became hypotensive and no fluid was drawn. The doctor was ablating at 40 watts at the time the steam pop occurred. There was no indication of malfunction on any of the equipment. The patient was taken to ICU.

Manufacturer narrative:
The event was life - threatening. The damage to the body was moderate and in the right atrium. The doctor was making a cavotricuspid isthmus line while burning at 40 watts. He was using ultrasound to visualize the isthmus when the steam pop was occurred. A dopamine drip was started on the patient and he was stabilized. The blood pressure returned to baseline and bidirectional block was verified. The case was completed. The patient was stable and the outcome of the adverse event was improved. Physician/customer's opinion regarding the causality of adverse event was procedure-related. The concomitant devices: coolflow pump, us catalog #: cfp002, (B)(4); stockert 70 system, us catalog #: s7001, (B)(4); soundstar 3d 10f-90, us catalog #: sndstr10, lot# unknown. (B)(4).